Event description:
While attempting to place the catheter in the right coronary the catheter folded over on itself. With the next torque of the catheter it broke apart approx 10" from the hub. The tip of the catheter was in the arch of the aorta. A goose snare was used to retrieve the catheter. No adverse effects to the pt were reported.